Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery despite several set changes. The patient's blood glucose at the time of incident is unknown. The no delivery alarms began two months ago, and the customer had not been on the insulin pump for the past three weeks due to the issue. Troubleshooting was declined. The insulin pump will be returned and replaced.